Event description:
It was reported that the right ventricular lead had a high threshold. During an implant attempt to replace with a different lead there were positioning difficulties and high thresholds. Both leads were removed and returned. A lead with active fixation was ultimately used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found.